Event description:
The territory manager (tm) of a male pt contacted lifecor customer support for help downloading from the emergency room (ER). The pt claims his nurse was putting the lifevest on him, and he was treated. He stated that when she inserted the battery pack the gel released and he felt like someone "kicked him in the chest". Support reviewed the download and found that the belt had gelled without an arrhythmia alarm occurring, and that there were no treatment events or pulse delivered flags. Support had the tm replace the pt's electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt has been completed. The problem was confirmed. Upon further inspection, electrode belt had a pin that was bent inside the connector. The root cause of the bent pin was probably excessive force applied to the connector during mating. The connector was forced into the monitor which defeated the connector keying mechanism and allowed the pins to misalign with the mating sockets. The damaged electrode belt connector was replaced. The electrode belt was retested and then restocked. The shock the pt is claiming to have got was probably a misperception. The tactile alarm vibrates every time the battery pack is placed into the monitor. Since the gel was released and he felt this vibration he probably perceived that he was shocked. There is nothing to indicate that he got shocked. No adverse event resulted from the bent pins. The pt received a replacement electrode belt.